Event description:
The customer sporadically received questionable test results with data flags for multiple assays. Upon repeat testing, the results would be normal. A questionable result for one patient sample was received that did not have a data flag. The initial cholesterol result was 4 mg/dl and was reported outside the laboratory. The physician questioned the result as it did not make sense. The next day, the sample was repeated and the result was 177 mg/dl. The repeat result was believed to be correct. The patient was not treated based on the erroneous cholesterol result. There was no adverse event. The reagent lot number and expiration date were requested, but were not provided. The field service representative found the sample probe was slightly bent and also out of alignment. He replaced the sample probe with one that was on site and performed a probe adjustment procedure. The customer ran qc with results within range.